Event description:
It was reported that the cartridge o-ring was missing. The customer confirmed the o-ring was not located on the pneumatic tap. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support instructed the customer to fill and load a new cartridge and clean the pump's pneumatic tap area. The customer successfully completed the process and resumed insulin delivery.

Manufacturer narrative:
The event date listed on b3 is reflective of the time zone of the country of the event.